Event description:
The customer reported the system displayed a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated a circuit board and replaced the coin battery on the monoblock board. System operates as intended.